Event description:
Curlin 6000 pump appears to have spontaneously powered off or otherwise inadvertently lost power 12 hours into a 96hr continuous of milrinone therapy for the treatment of end-stage chf. Pt was found about 2 days later by a family member in severe chf exacerbation and was admitted to ICU where she was stabilized and transferred 4 days later to an inpatient rehabilitation facility. Per family member report, pump displayed battery lief of >75% remaining when device was powered back on at the time of discovery. Initial pump history report does not show that pump was manually powered off by pt or other user.